Event description:
Event description guidant received information that this implantable transvenous defibrillation lead is exhibiting noise on the egrams. The noise is non-reproducible in the clinical setting.